Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4)/ 432632, description: linear st lead with preloaded enhanced stylet - 70 cm.

Event description:
A report was received that the patient's ipg exhibited premature battery depletion based on the database analysis performed. It was also noted that there was a kink in the lead. The patient will undergo pocket and lead revision.

Event description:
A report was received that the patient's ipg exhibited premature battery depletion based on the database analysis performed. It was also noted that there was a kink in the lead. The patient will undergo pocket and lead revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo pocket and lead revision.